Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the display screen was blank and that there was moisture behind the display and in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: the pump powered on to a blank display. Moisture was observed behind the display lens. Unrelated to the original complaint, the battery compartment was noted to be cracked. A leak test failed due to a battery compartment leak. The bolus button cover was torn in the center. The pump was disassembled and moisture damage was found on the printed circuit board, the continuous glucose monitoring board and the display.